Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted as lot number confirmed to be c1739949 on 10-may-2021. Off label use pseudocyst off duodenal wall. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. Additional information received 22-dec: yes it was with two different stents (lot numbers not given) the stents were placed in a pancreatic pseudocyst. Off label use for the successfully placed device zso 7fr x 5cm. This file is related to the (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence awaiting for more information 1. Please indicate where the device was stored prior to use. Drawer in procedure room. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Bsc jag wire 0.035¿. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Cystotome product used to burn hole in pseudocyst, wire placed down centre of cst-10 then stent and pusher. Stent got stuck in channel. 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished?* another 7fr x 4cm stent (zso was used). For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Na. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus gastroscope. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pseudocyst off duodenal wall. 5. Was resistance encountered when advancing the wire guide to the target location? No. 6. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Yes, bsc 10mm dilatation balloon. 7. Was resistance encountered when advancing the introduction system in place to the target location? No. 8. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Na. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Didn't get that far. 10. Did any section of the device detach inside the endoscope or patient? Yes, inside endoscope. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Na. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Fs-pc-7. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary. Na. Information received 14/12/2020. I think the answer from (B)(6) ¿apologies. This was all in one procedure/one patient¿ is to the question were these 2 incidents during the same procedure, same patient or separate incidents? Same procedure.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
1 x zso-7-5 of unknown lot number was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file was created for the successfully placed device which was used off label to treat pseudocyst off duodenal wall. This file is linked to MDR ref # 3001845648-2020-00764 and MDR ref #3001845648-2021-00030 to capture off label use. Documents review including IFU review: prior to distribution all zso-7-5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the zso-7-5 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed it should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this case to treat pseudocyst off duodenal wall is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Information received confirmed that 2 x zso-7-5 stents of lot number c1739949 were attempted to be deployed twice and failed, the customer is uncertain but believes that 1 x zso-7-4 stent was successfully deployed. Root cause review: a definitive root cause can be attributed to the off label use of the device, when the device is outside its stated intended use, in this case for the prophylactic use to treat pseudocyst off duodenal wall, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Off label use pseudocyst off duodenal wall. We managed to deploy one 7fr x 5cm and were unable to deploy the second stent with the eus linear scope. The incident happened twice and we ended up deploying 7fr x 4cm. Additional information received 22-dec: yes it was with two different stents (lot numbers not given) the stents were placed in a pancreatic pseudocyst. Off label use for the successfully placed device zso 7fr x 5cm. This file is related to the (B)(4). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence awaiting for more information: please indicate where the device was stored prior to use. Drawer in procedure room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Bsc jag wire 0.035. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Cystotome product used to burn hole in pseudocyst, wire placed down centre of cst-10 then stent and pusher. Stent got stuck in channel. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished?* another 7fr x 4cm stent (zso was used). For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Na. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus gastroscope. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pseudocyst off duodenal wall. Was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Yes, bsc 10mm dilatation balloon. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Na. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Didn¿t get that far. Did any section of the device detach inside the endoscope or patient? Yes, inside endoscope. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Na please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Fs-pc-7. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary. Na. Information received 14/12/2020: I think the answer from (B)(6) ¿apologies. This was all in one procedure/one patient¿ is to the question were these 2 incidents during the same procedure, same patient or separate incidents? Same procedure .